Event description:
Home monitoring report recording showed apparent lead noise. Patient will be brought in for postural testing and further evaluation. All other values appear normal.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.